Manufacturer narrative:
The pt was not injured nor was medical intervention required for this incident. The pt's treatment was continued on another machine without incident. Gambro technical services inspected the machine. The treatment history showed that the "micro air in blood" alarm was cleared and then the unload button had been selected but no stop button had been pressed to get to that screen. The service rep verified voltages to the circuit cards was within spec, verified scales and pressure transducers were within spec and performed a simulated treatment. He generated several alarms during treatment and all events showed up correctly in the treatment history. He was unable to duplicate the reported condition. The machine has been returned to service and no further incidents have been reported.